Event description:
It was reported that the user experienced a leaking insulin cartridge after connecting the connector to the cartridge outside the ilet, which is consistent with a cartridge-to-connector handling error leading to leakage. The user received troubleshooting and education on proper supply change and subsequently administered a subcutaneous dose of long-acting insulin, with blood glucose reported in range. Symptoms included hyperglycemia. Outcomes included no alerts or alarms, no medical intervention beyond self-administered insulin, and no hospitalization. Investigation included technical support review and user re-education on correct cartridge installation and supply change procedure. Investigation of this case revealed user technique contributed to the leak, and device function was not shown to be defective during the interaction. It was concluded that improper handling led to the observed leakage and that education resolved the issue without further incident.